Event description:
It was reported that this right ventricular lead exhibited low level noise. There was one possible beat of oversensing in which boston scientific technical services discussed was likely a fusion beat. There were no other episodes of oversensing observed. Ts discussed options with the health care professional. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).